Manufacturer narrative:
Product event summary: the device, sheath 4fc12 with lot number 71281-69, and data files were returned and analyzed. The sheath showed the stopcock was intact with no apparent issues. Air aspiration was reproduced when a test catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking and torn. In conclusion, the sheath failed the returned product inspection due to a hemostatic valve leak. A clinical issue was also encountered during the procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure after insertion of the sheath using over the guide wire exchange, the sheath was flushed and aspirated without any reported issues. A competitor pigtail catheter was inserted into the left atrium for pulmonary vein angiogram. The balloon catheter was prepped and the mapping catheter was inserted into the balloon catheter and the system was inserted into the patient via the sheath. When the balloon catheter was at the level of the ostium of the left superior pulmonary vein (lspv) there was a white, circular structure observed on fluoroscopy. The balloon and mapping catheters were removed from the body but the structure remained. An intervention radiologist was called in to assist and the structure observed was noted to be air which was aspirated back (estimated to be about five milliliters) using the side port of the sheath which remained in the left atrium. Upon discovery of the air the patient became restless, agitated and complained of chest pain. Vital signs and neurological status remained stable throughout the discovery and removal of the air. The mapping and balloon catheters were replaced and the procedure was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.